Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information about weight, alleged malfunction, returned devices. Further information was requested but not received.

Event description:
It was reported that the patient underwent an ipg explant unknown date, leads are claimed to remain implanted. Patient called to request MRI permission with leads still implanted. No communication with the patient has been reached.

Manufacturer narrative:
A patient underwent an ipg explant for an unknown reason was reported to abbott. The patient called to request MRI permission with leads still implanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.